Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had physical damage to it. The blood glucose reading was over 300 mg/dl for 9 days. The customer stated that she had changed the infusion set already, but this did not make insulin pump delivery effective. She treated with a manual injection, which did bring the blood glucose levels down. The most recent blood glucose reading was 231 mg/dl. She complained of dry mouth, nausea, diabetic ketoacidosis, and light-headedness. She observed hair line cracks around the top of the battery compartment and reservoir compartment. She did not know how the damage had occurred, but advised that it was minor. Upon troubleshooting, the insulin pump failed the high pressure test. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.